Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the lens of the device was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, candida parapsilosis complex (10 cfu) were detected from the sample collected from the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result o the evaluation, the following was found. Distal end insulation test was failed. Bending angle did not meet the specification. Bending section had an uneven rotation or noise. Objective lens was chipped and scratched. The bending section rubber adhesive was detached, chipped, cracked, or had a burr. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.